Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported not observing insulin coming out of the end of the tubing during the fill tubing step. Customer changed their supplies and was able to complete the load process successfully. Customer could not troubleshoot with tandem technical support as event occurred in the past. There was no impact to the customer's blood glucose level.